Manufacturer narrative:
On 7/31/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a crease was observed on the anterior and extending to the posterior view. Within crease an area of shell abrasion was found in the posterior view leak testing revealed a tear within the shel abrasion, measuring approximately less than 0.1 cm .no other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. Crease and shell abrasion are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with an unspecified mentor saline breast prosthesis, suffered let side deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 250cc mentor smooth round moderate plus profile saline breast prostheses on (B)(6) 2019.